Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level of 509 mg/dl. Cause was not known. The bg was addressed via manual insulin injection. Customer changed the cartridge to resolve the issue.